Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 10/24/2017, device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of what appeared to be viscoelastic on the lens surface and loose fibers/particles related to the handling of the unit out of a sterile environment. One haptic was observed detached, a portion of the haptic was not returned. The conditions of the lens returned was consistent with a unit that was inserted and removed from the eye. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a zcb00 24.0 diopter intraocular lens (iol) broke while inserting into the patient''s operative eye. Reportedly, the lens was fully inserted, but removed and replaced with a back-up lens of the same model and diopter within the procedure. There was an incision enlargement and 2 sutures used, but no vitrectomy was performed. There was no patient injury. No additional information was provided.